Event description:
It was reported by a customer that on (B)(6) 2011 the fiber forward fired at 38,000 joules. A red light was seen when the fiber failed. Add'l info reported by the customer was the forward firing condition was noticed during the procedure. The pt did not experience any harm as a result of the event. There were no error codes that were displayed on the console when the event occurred. The user did not experience any injury from the use of the system. The current status of the pt is good.